Event description:
The band holder did not hold the balloon on the anorectal probe when the probe was removed. The balloon was lost within the patient's colon. A sigmoidoscopy was performed to remove the balloon.